Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon ruptured. The 90% stenosed target lesion area was located in the severely tortuous and moderately calcified right coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During procedure, it was noted that the balloon ruptured at 6atm pressure for about 5 seconds upon first inflation. The device was simply removed and the procedure was completed with a different device. There were no complications reported.